Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After the product code was downloaded, normal device function resumed. The patient was in stable condition.